Event description:
Devices identified by MFR as having slight potential for early battery depletion/complication. Pts were contacted by facility for check and reimplant of another device. Original one removed.